Event description:
It was reported that a care team inquired about recent low battery alerts on an insulin pump, and internal engineering log review for the referenced period did not show any battery alerts. Symptoms included no clinical effects reported. Outcomes included no impact reported. Investigation included a review of engineering logs over the specified timeframe. Investigation of this case revealed no evidence of battery depletion alerts during the reviewed period. It was concluded, based on previously established findings for similar reports, that no device malfunction was identified.